Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It reported that the pump unexpectedly shutdown and the wake button was not turning the screen on. There was no reported impact to customer's blood glucose level. The customer plugged the pump into charge and the screen came on. Reportedly, the customer could not remember if the pump was on the whole time and it was just the button that wasn't working or if the pump turned off and she turned it back on.